Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the existing cartridge. Subsequent interactions involved troubleshooting for occlusion alarms, which were not actively occurring but had a pattern of happening during boluses and across multiple days. An srr was recommended as clinical troubleshooting was exhausted, and arrangements were made to send a replacement mobi pump to the customer. Customer will continue to use current pump.